Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 44 mg/dl. Reportedly, the customer had administered a bolus via the pump and then stacked an additional 30 units of insulin via syringe. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.